Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be partially dislodged at left distal end. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing the device did not deploy any staples, but the device still cut the tissue. This portion of the sleeve was oversewed. No buttressing material was used. The same stapler was loaded with a new cartridge to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.